Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint sheath distal tip torn was confirmed per evaluation of the returned device imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, ''a patient underwent successful transfemoral tavr with a 23mm s3ur. However, the commander delivery system was removed with no issues. Upon removal of the esheath+, the physician noticed the tip of the esheath+ was peeled halfway off. There was no withdrawal difficulty noted. No trauma was done to the common femoral and doctors proceeded and finished the case. There was no patient harm and the patient was noted to be alive.'' The failure mode is characteristic of sheath tip tear events as described in product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the distal tip tear. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. A product risk assessment (pra) was previously initiated to document investigation and assess associated risks for the issue. A CAPA captures process improvement activities regarding tip expansion which were identified during previous investigation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent successful transfemoral tavr with a 23mm s3ur. However, the commander delivery system was removed with no issues. Upon removal of the esheath+, the physician noticed the tip of the esheath+ was peeled halfway off. There was no withdrawal difficulty noted. No trauma was done to the common femoral and doctors proceeded and finished the case. There was no patient harm and the patient was noted to be alive.